Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported that since (B)(6) 2011 at 9 p.m., the infusion device does not properly deliver insulin to the end of the infusion set. Insulin stops approx 0.5 centimeter from the end of the infusion set; therefore, insulin is not thoroughly delivered to the body. Pt has experienced elevated blood glucose of 250-300 mg/dl, and normal blood glucose is 70-150 mg/dl. Pt delivered add'l insulin to correct this problem. Infusion device was requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.